Event description:
It was reported that the patient presented experiencing shortness of breath, phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular lead had become dislodged. After reprogramming, the lead resumed normal function and resolved the patient's condition.

Manufacturer narrative:
(B)(4).